Event description:
It was reported that in-stent restenosis of the target lesion occurred requiring intervention. The patient underwent treatment with the eluvia stent on 2-aug-2018 as part of the eminent clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 5mm reference vessel diameter proximal and distal and a total length of 30mm visually estimated. The target lesion was 99% occluded and crossed through true lumen. No pre-dilatation was performed and a eluvia stent (6x40mm) was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. On (B)(6) 2019, in-stent stenosis of the target lesion was observed. The patient was hospitalized on (B)(6) 2019 and an interventional procedure with pta, dcb and bms implantation took place. The event is reported as resolved with unknown date. It was further reported that the event was resolved on 28-feb-2019.

Manufacturer narrative:
A2: patient date of birth: patient was born in 1951.

Manufacturer narrative:
A2: patient date of birth: patient was born in 1951.

Event description:
It was reported that in-stent restenosis of the target lesion occurred requiring intervention. The patient underwent treatment with the eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 5mm reference vessel diameter proximal and distal and a total length of 30mm visually estimated. The target lesion was 99% occluded and crossed through true lumen. No pre-dilatation was performed and a eluvia stent (6x40mm) was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. On (B)(6) 2019, in-stent stenosis of the target lesion was observed. The patient was hospitalized on (B)(6) 2019 and an interventional procedure with pta, dcb and bms implantation took place. The event is reported as resolved with unknown date. It was further reported that the event was resolved on (B)(6) 2019. It was further reported that the patient was discharged after the index procedure on (B)(6) 2018 with antiplatelet therapy. On 5-feb-2019, during protocol specific 6 months follow up visit, the patient was noted with mild claudication (rutherford class 1). On (B)(6) 2019, patient presented with exertion dependent pain in both the limbs, however there was more pain in the right limb. Post walking for 5-10 min, stabbing pain was noted in the toes, heel of right foot and then pain was radiating up the calves into the upper legs. In addition, patient complained of intermittent right foot pain at rest. The patient was hospitalized for further evaluation and treatment. Angiogram of right limb revealed moderate stenosis of deep femoral artery at the origin, severe stenosis of sfa at the origin, diffuse changes and reduced lumen and severe in-stent restenosis of sfa. Also, severe stenosis in segment 1 of the proximal popliteal artery (ppa), focal and severe stenosis in trunk of anterior tibial artery, subtotal stenosis of posterior tibial artery was noted. The patient was diagnosed with in-stent restenosis of sfa. The interventional procedure was performed. During the procedure, the 80% stenosis in the right distal sfa (target lesion) which was 40 mm long with a reference vessel diameter of 5 mm was treated with dcb and an unspecified 6 mm x 20 mm cutting balloon angioplasty. Following post dilatation, the residual stenosis was 15%. Also, on the same day, severe stenosis in ppa was treated with the implantation of 6 mm x 60 mm non-bsc stent. On 28-feb-2019, the event was considered received/ resolved. The patient was discharged on 01-mar-2019 on antiplatelet therapy.

Manufacturer narrative:
Patient date of birth: patient was born in (B)(6).

Event description:
It was reported that in-stent restenosis of the target lesion occurred requiring intervention. The patient underwent treatment with the eluvia stent on (B)(6) 2018 as part of the eminent clinical trial. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 5mm reference vessel diameter proximal and distal and a total length of 30mm visually estimated. The target lesion was 99% occluded and crossed through true lumen. No pre-dilatation was performed and a eluvia stent (6x40mm) was implanted. Post-dilatation was performed using one balloon, and 0% residual stenosis remained. On (B)(6) 2019, in-stent stenosis of the target lesion was observed. The patient was hospitalized on (B)(6) 2019 and an interventional procedure with pta, dcb and bms implantation took place. The event is reported as resolved with unknown date.